Event description:
Dr operated on a pt in the superficial femoral artery with the device by percutaneous approach. The device was deployed. The first 4cm of the 15cm device was okay but then resistance was felt. The line broke after it was pulled harder. The pt was then converted to surgery and the surgeon went in and pulled the remaining deployment line. The device deployed successfully. The pt was fine.